Event description:
The customer reported that the operating temp has fallen below the minimum. This occurred during a procedure.

Manufacturer narrative:
The ge service rep confirmed the failure and suspected the preheating parameter required re-calibration. He was unable to perform a preheating calibration unless the system booted without error. It took many boot attempts to get the system to boot error free. Once booted error free, performed the preheating calibration. The system operates as intended.